Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing it was found that the unit had a frayed cord. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6, h8, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On february 20, 2020, it was reported that during testing it was found that the unit had a frayed cord. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome on march 3, 2020 revealed that the motor speed was within specifications. The cord was frayed. The control bar was in the correct position and the calibration was within specifications. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on march 3, 2020 which included replacement of the vespel bearings, semi-circle bearings, ball bearings, spring seal, internal retaining ring, needle bearing, reciprocating arm, external e-ring, plug harness assembly, switch, motor, seal/strain relief, compression spring, and screws. Electric dermatome, serial number (B)(6), was then tested and functioned properly. Service notification number 300201387 dated february 20, 2020. While the returned product investigation confirmed that the electric dermatome had a frayed cord, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings, semi-circle bearings, ball bearings, spring seal, internal retaining ring, needle bearing, reciprocating arm, external e-ring, plug harness assembly, switch, motor, seal/strain relief, compression spring, and screws were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.